Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the needle broke in two parts. One part got lost in the patient and they had to search for it and the other part was stuck in the instrument.